Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection and skin flap breakdown at the implant site. The device was explanted on (B)(6) 2014. Reimplantation is planned but has not taken place at the time of this report november 26, 2014.

Manufacturer narrative:
This report is filed january 6, 2015.